Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Date implanted - unknown. This report is number 1 of 3 mdrs filed for the same event ((B)(4)). (B)(4).

Event description:
It was reported that patient underwent total elbow arthroplasty on an unknown date and that a revision procedure was performed on (B)(6) 2010 due to infection. The humeral component, ulna component and condyle kit were removed and replaced; however, the surgeon had difficulty removing the components and a delay greater than thirty minutes to the revision procedure occurred as a result.

Manufacturer narrative:
Event description - was corrected to reflect that the original procedure performed was a total elbow arthroplasty. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date and that a revision procedure was performed on (B)(6) 2010 due to infection. The humeral component, ulna component and condyle kit were removed and replaced; however, the surgeon had difficulty removing the components and a delay greater than thirty minutes to the revision procedure occurred as a result.